Manufacturer narrative:
(B)(4): not listed in the instructions for use. Per specifications, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. A vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. No product was returned to assist in this investigation. Without the complaint device, a thorough root cause analysis is not possible. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the pt anatomy was not described. In the absence of complaint detail, it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to the absence of detail, the root cause for this complaint is inconclusive difficult anatomy and lesions may result in use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk mitigation activities.

Event description:
The balloon ruptured during inflation and sheared off at the distal end during removal. The distal band remains in the pt and was not able to be retrieved or located in fluoro. The physician indicated the pt is fine with no adverse effects.